Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The device was returned used, as it was completely wet and the tubing full of fluid. It would not power on with the original battery pack or the lab battery during functional testing. Visual inspection found the battery pack was wet inside and had leaked electrolyte. The handpiece also had fluid inside as well as extensive rust and corrosion on the motor and electrodes. The device appeared to have been submerged in fluid. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the water pressure of this complaint product was too low to use. The event timing was during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction upon visual inspection, the battery pack was wet inside and had leaked electrolyte.